Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose of 40 mg/dl which was treated with glucose tablets. The customer used the automode. The customer declined the troubleshooting for low blood glucose. The displacement test was performed and found no reservoir. The device will not be returned for the analysis.